Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed all leaflets were flexible and in the closed position with a gap at the point of coaptation. A straight-line cut was noted on the belly of the l2 leaflet that appeared consistent with lacerations from a sharp instrument. The laceration most likely occurred during explant as damage was not visible on the provided implant images. All commissures were intact. The valve was tested in-vitro and met performance specifications for cardiac output and mean aortic pressure. High speed video showed all three leaflets opened and closed synchronously with complete valve opening and closure at all flow rates. The valve met performance specifications for effective orifice area (eoa) and regurgitant fraction. The valve met all performance requirements as indicated in iso 5840-2:2015. Conclusion: based on the returned product analysis, the origin of the cut noted on the l2 leaflet was unable to be determined as the images provided by the customer do not show the same cut at that location. A conclusive cause of the leaflets appearing to be open after being secured to the annulus could not be determined. The procedure lists acceptance criteria of 0.5mm to 1.5mm of the pin hole diameter, which is the opening located at the center of the leaflets. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution, including all acceptance criteria of the pin-hole diameter. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has been received and is pending product analysis. A supplemental report will be filed upon completion of the analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic valve. The valve was explanted because after the valve was secured to the annulus, it was noted that the leaflets were "open". No additional adverse patient effects were reported.